Event description:
The pt was at home on their ventricular assist device (vad) when they started to develop some intermittent alarms on the controller. They decided to come into the hospital. Upon arrival the device was working properly with adequate flows. But the alarms on the controller continued so they exchanged the controller with another one. The alarms continued with the second controller as well. The pt was admitted and observed over the next day or two with more indications that the device was failing. The pt had actually felt that the device had stopped at one point. So the pt received a new vad. The device was retrieved and returned to the MFR the next day.